Event description:
The customer reported that whiile using a resectoscope, they allegedly heard a "popping" or small explosion. The customer noted that the electrode cable connected to the resectoscope broke off with a spark and flame. There was no pt injury.